Event description:
It was reported when using the bd pyxis¿ medstation¿ es, wtmc remote manager experienced continuous failures but was able to recover. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had experienced occasional failures. A field service engineer had effectively applied conductive grease to the spade connectors on the micro switches of the latch to resolve the issue. The system functioned as intended after the field service engineer had troubleshooted the device.